Event description:
It was reported, the patient's blood glucose level rose to 333 mg/dl while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed. The device was originally reported for bleeding and swelling at the infusion site (abdomen).

Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The device was received fully deployed with the exposed portion of the soft cannula stretched. This was confirmed through out-of-specification measurement taken during investigation of the entire soft cannula length. This damage did not prevent fluid from flowing the complete fluid path. No timeouts or drive stalls were present in the pod data indicating the pod did not struggle to deliver insulin during runtime. Due to the external nature of the soft cannula damage, the exact cause and timing of the damage could not conclusively be determined.